Manufacturer narrative:
Pump error 35 noted in the insulin pump history and critical pump error alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 210 mg/dl at the time of the incident. The display had a red x. The insulin pump was not dropped or bumped. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.